Event description:
A port-a cath was placed approximately 6 weeks ago. Port attempted to be accessed 4 days later by two different nurses and each time a weak blood return was obtained, and when flushed, the subcutaneous tissue became swollen and appeared infiltrated. A chest x-ray was obtained and confirmed separation of the line from the hub of the port. The line had migrated approximately 6 cm distally into the right atrium. Catheter was removed and replaced. At the time of the removal, the device appeared to have fractured within the clear connector. This finding would make it less likely that there was an error in access, as the access needle would not have pierced the line through the connector.